Event description:
It was reported that all keypad buttons were unresponsive. There is no additional information available about this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive, require multiple button presses and more force in order to elicit a response. The keypad buttons were found not to spring back and click back normally. There was evidence of keypad contamination found under all key contacts.